Event description:
Ous MDR - it was reported that approx. 113 months after the implantation this lead and the ICD were explanted due to oversensing with inappropriate shocks. Lead damage was suspected.

Manufacturer narrative:
The ICD and a 50 cm fragment of the lead under complaint were returned and subjected to an extensive analysis.upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for 42 months and 32 charging cycles were recorded to the icds memory.the memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel. This led to the detection of vf episodes with subsequent shock deliveries. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction.the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached.the subsequent visual inspection of the available distal lead fragment showed multiple signs of abrasion, though the insulation was not rubbed through. Furthermore the lead was partially surrounded by tissue residuals, indicating a significant ingrowth of the lead in the implanted state. Additionally multiple cuts in the insulation with blood infiltration were noted. Both shock coils were found deformed and the conductor cable to the ring electrode was found fractured. Based on the characteristics, it is reasonable to assume that these damages resulted from the extraction procedure.as the proximal lead fragment was not returned, no further investigations were feasible.in conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was confirmed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. Furthermore the available distal lead fragment did not show any deviation that might have contributed to the reported clinical observation. The proximal lead fragment was not returned for analysis.